Event description:
It was reported that on (B)(6) 2004, there is a documented ae for an additional index level surgery for patient ID (B)(6). Looking at the radiograph from (B)(6) 2007, it is clear that the subject had additional surgery to fuse the index and adjacent levels, l4 through s1. We do not have an ae for this second index, adjacent level surgery. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: actual event date is unknown. This is report 1 of 1 for complaint (B)(4). This report is for 1 unknown spine product. Implant date (B)(6) 2002.

Event description:
This is report 1 of 1 for complaint (B)(4).